Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The output on the transformer was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray intermittently. No patient injury was reported.